Event description:
The instrument software listed an identification number with the wrong patient name associated with the result. The patient name in the software and on the printout is incorrect. The correct results were reported by the laboratory information system with the correct patient information. If additional information is received, appropriate notification will be provided.